Event description:
Type of injury - covid swab broke off in patients nasopharyngeal passages. Treatment for patient due to injury? Nurse and pa attempted to remove swab, but were unable to visualize or remove. Pt transferred to another facility did the swab break at the breakpoint or the neck of the swab?: break point.